Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 10/24/96 and removed on 3/7/97 due to "fluid loss." The received info indicated that there was "sharp instrument damage on the corporal cylinder" noted. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting onf the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing revealed two separation/leakage sites in the superior, proximal portion of cylinder #2's bladder. These separations are close together and have appearance of a puncture. Examination of the surfaces of the separation reveals markings indicating contact with sharp instrumention, i.e. Needle. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Based on qa's examination, qa concluded that the observed separations in cylinder #2's bladder were the only sites noted that would have allowed the observed "fluid loss." However, based on the limited info received and the short duration in-vivo, qa is precluded from determining the sequence of events or factor(s) leading to the observed separations.

Event description:
Per info provided to co by the physician's office, the device was removed due to a "fluid loss". As reported to co, the entire device was removed.